Event description:
It was reported that the patient's ipg was spinning in pocket and migration of both leads. As a result, surgical intervention was undertaken on 03dec2025 wherein the ipg was repositioned and leads were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.